Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The company representative replaced the front panel rfid (radio frequency ID) pcb (printed circuit board) for diagnostic purposes. The system was then tested and met product specifications. The front panel rfid pcb has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical director reported the laser shut down on its own and there was difficulty connecting the probe during a procedure. The system was switched out and an alternate procedure, cryotherapy, was done in place of the laser treatment. There was no reported harm to the pt.